Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, the physician was able to successfully deploy the first flange; however, the second flange could not be deployed. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter's city: (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site, due to the risk of bile leakage into the bile duct following the puncture. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. Visual inspection of the returned device confirmed that it was in position 2 of the deployment process, with the stent in a partially deployed state. Dimensional measurements were performed to assess stent retraction. The distance from the shoulder to the end of the black marker measured approximately 2.1 cm, and the distance from the proximal end of the slider to the control hub measured approximately 2.5 cm. X-ray inspection demonstrated that the proximal end of the stent was positioned proximally within the stent pod, slightly over the ro marker. A functional evaluation of the deployment mechanism was conducted. The catheter lock was disengaged by sliding it to the right, and the catheter control hub was manipulated in both upward and downward directions. The catheter advanced through the luer without resistance. The stent deployment hub was then advanced from position 2 to position 4, resulting in stent deployment. During deployment, slow expansion of the stent was observed. The device was subsequently placed in warm water to further assess stent expansion. The second flange expanded; however, full expansion was not achieved. No additional abnormalities were identified during the analysis. Product analysis confirmed the reported event of stent partially deployed, the device was returned in position 2 of the deployment process, with the stent in a partially deployed state. Stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. The investigation concluded that as for the additional observed condition of stent expansion difficult or slow, the stent expansion rates can be negatively affected by several external factors. These factors include compression during storage or handling, elapsed time in a constrained state, temperature conditions, and environmental humidity. Such variables can influence the material properties and expansion characteristics of the stent once released from the delivery system. All stent sizes may experience variation in expansion rate depending on the degree of compression required during loading into the catheter. Larger diameter stents require greater compression to fit within the delivery system, while smaller diameters undergo proportionally less compression; however, any size may be affected. Increased compression may temporarily reduce the unconstrained opening dimension below manufacturing specification, which can result in slower initial expansion until the stent gradually achieves its intended final configuration. Taking all available information into consideration, the overall root cause of the events is cause linked to device but unable to trace more specifically. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block e1: initial reporter's city (B)(6) reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site, due to the risk of bile leakage into the bile duct following the puncture.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, the physician was able to successfully deploy the first flange; however, the second flange could not be deployed. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h11 was corrected with the appropriate wording for the field action. Block e1: initial reporter's city: (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site, due to the risk of bile leakage into the bile duct following the puncture. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, the physician was able to successfully deploy the first flange; however, the second flange could not be deployed. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d2a (common device name) was corrected. Block e1: initial reporter's city: (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional intervention required to address the puncture site, due to the risk of bile leakage into the bile duct following the puncture. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: the axios stent and electrocautery enhanced delivery system was included in an affected batch listed in the letter to materials managers/health care professionals associated with 97507023-fa. Boston scientific initiated a corrective and preventative action (CAPA) investigation to further analyze an increase in axios stent and electrocautery enhanced delivery system complaints associated with stent deployment and expansion issues. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted during an endoscopic ultrasound (eus) procedure performed on an unknown date. During the procedure, the physician was able to successfully deploy the first flange; however, the second flange could not be deployed. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.